Event description:
It was reported that an altitude alarm occurred. Additionally, the customer experienced a blood glucose (bg) of 36 mg/dl. The customer consumed carbohydrates to address the bg. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.